Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced a probe and performed cleaning maintenance on the analyzer. The issue was resolved. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for 5 patient samples tested with vitamin d, 3 patient samples tested with elecsys ft3 iii, and 5 patient samples tested with the elecsys probnp ii immunoassay on a cobas e 411 immunoassay analyzer. Of the mentioned samples, four samples had discrepant vitamin d results, three had discrepant ft3 results, and 3 had discrepant probnp results. No incorrect results were reported outside of the laboratory. No units of measure were provided. Roche manufactures two vitamin d assays, the elecsys vitamin d assay and the elecsys vitamin d total gen. 2 assay. It was asked, but it is not known which specific assay was used. The first sample initially resulted with a vitamin d value of 79, repeating as 49. The second sample initially resulted with a vitamin d value of 91, repeating as 52. The third sample initially resulted with a vitamin d value of 116, repeating as 76. The fourth sample initially resulted with a vitamin d value of 55, repeating as 25. The fifth sample initially resulted with a ft3 value of 6.2, which repeated as 4.6. The sixth sample initially resulted with a ft3 value of 6.2, which repeated as 4.4. The seventh sample initially resulted with a ft3 value of 5.8, which repeated as 4.3. The eighth sample initially resulted with a probnp value of 15954, which repeated as 22597. The ninth sample initially resulted with a probnp value of 10108, which repeated as 13435. The tenth sample initially resulted with a probnp value of 268, which repeated as 353. The vitamin d, ft3, and probnp reagent lot numbers and expiration dates were requested, but not provided.